Event description:
It was reported that this device was explanted after the patient attended a routine follow up and the battery of the device had depleted from six years in january 2019 to five months in december 2020. The device will be returned. No additional adverse patient effects were reported.